Manufacturer narrative:
Correction: section h imdrf annex g grid. A supplemental MDR was submitted to reflect the correct imdrf annex g grid.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was failed to open and required maintenance. A field service engineer reseated the row board and bus cables, cleaned out row boards and tested the drawers to resolve. The system functioned as intended after the field service engineer repaired the device.